Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise. The patient was brought into the clinic. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.